Manufacturer narrative:
The device was received for evaluation with fluid residue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage, pressure and functional testing were all completed and performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link standard bore catheter extension set leaked during power injection of contrast. The reporter stated that the one-link luer activated device separated from the female luer. The rate used for power injection was 2cc-5cc per second. The reported problem was observed after 10cc to 40cc had been injected. There was approximately 10cc of blood loss. There was no damage noted to the set prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.